Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a coronary artery bypass grafting procedure, the physician reported the right atrial (ra) lead had perforated the atrial wall. It was indicated all system measurements were appropriate during the pre-surgery check. It was suspected the perforation occurred at the implant procedure as there was blood around the heart when the CABG procedure began. As there was still minimal bleeding, the physician made a stitch in the atrial wall. All measurements remained appropriate, the threshold was slightly high, but was similar to the measurement at implant. Therefore, the decision was made to leave the ra lead implanted. No additional adverse patient effects were reported.